Event description:
It was reported that patient has a right knee. Patient complains of extreme pain and inability to walk any type of distance. Patient is also complaining of a metal taste in her mouth and pain shooting up through her thigh.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right otis med knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.